Event description:
It was reported that when nursing staff attempted to remove the catheter, it became "stuck" even though the balloon was deflated. The medical staff were contacted and after applying topical lidocaine, the medical officer pulled and removed the idc staff claimed that all water was removed but there is an obvious "cuff" on the balloon on inspection.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.